Manufacturer narrative:
Other text: one cadd solis vip pump was received to investigate the reported defective dso sensor. The pump was received in a physically good condition with tamper seal removed. A DHR review , device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A dso pressure range test was performed to investigate the reported issue, and it was confirmed. The pump failed the dso pressure range test with psi values below the allowed spec. The root cause of the malfunction was the device being out of calibration. The sensors were re-calibrated and brought back to nominal specs. No further action taken. H6) customer communicated new information indicating that the reported event occurred without patient involvement. No further information.

Event description:
Information was received indicating that a smiths medical pump had a defective dso sensor which occluded at 7.1psi. There were no reported adverse events.